Event description:
The facility reported that during a cataract extraction on (B)(6) 2008 thread-like foreign material was present in the anterior chamber which required washing of the anterior chamber. The reported stated that these threads may cause difficulties in pt's vision. On (B)(6) 2008: additional information received. The facility reported that in this pt the thread (long) pulls on the iris, sticks out from the incision and stings the cornea. Tomorrow a second intervention will be done in order to remove the thread. These threads are not seen with the naked eye. They see the threads in the slit-lamp or microscope. They suspect that the threads could come from the customer pack. A questionnaire will be sent to the reporter and they will inform us on the evolution of the pts who have still threads in their eyes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).